Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was broken around the reservoir insertion area and plastic was broken. Customer¿s blood glucose level was unknown. Customer also reported that the reservoir had will not be continue to hold the reservoir in place. The device will not be returned for analysis.